Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/08/2011.

Event description:
The customer states: "not able to perform a fluoroscopy, lost during study."